Event description:
Customer reported a button error on her insulin pump. Replacing the batteries did not resolve the issue. Customer's blood glucose is 221 mg/dl. She was wearing the device in her bra, so it may have been exposed to moisture or the buttons may have been pressed down. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.